Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. There was no moisture damage electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 140 mg/dl. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.